Event description:
It was reported through a journal article that the patient underwent a total ankle arthroplasty and subsequently developed an acute postoperative superficial infection or incision problems. Approximately within three months post-implantation, the condition was managed in-office with debridement and treatment such as antibiotic bead placement or secondary closure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. D10: unk talar cat#unk lot#unk. Unk tibialcat#unk lot#unk. Unk bearing cat#unk lot#unk. G2: g2: literature - day, jonathan md1; fletcher, amanda n. Md, ms2; motsay, morgan bs2; manchester, maggie bs2; arthur, mark md3; zhang, zijun md, phd2; schon, lew c. Md2, a. Outcomes of transfibular total ankle arthroplasty: clinical and radiographic analysis of 130 cases with minimum 5-year follow-up. The journal of bone and joint surgery 107(12) :p e61, june 18, 2025. / doi: 10.2106/jbjs.24.00983. The reported event could not be confirmed due to lack of product/information. Review of the reported event by a health care professional found: it is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression 'wound concerns' or 'non-healing wound' would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person¿s ability to heal. Wound complications can be treated conservatively or more invasively with an irrigation and debridement (I&d) which promotes healing at the site and prevents further complications. Superficial infections are considered a procedure related complication as no device has been reported as revised. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. A superficial infection was reported and no product information was provided; therefore, validation of sterile certifications cannot be performed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed as per gblw04003, a review of the device history record and complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Additionally, part and lot/serial identification are necessary for review of device history records and a complaint history review, neither were provided. Root cause has been identified as unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.